Event description:
A falsely elevated sodium (na) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on an alternate dimension vista instrument and a lower result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result is sample integrity. The IFU for dimension vista v-lyte imt sensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR on (B)(4) 2012, as caused by poor sample integrity. New information was provided by the siemens healthcare diagnostics inc. Field service engineer (fse) (B)(4) 2012: analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result is a malfunction of the imt pump. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account and replaced the imt pump. The instrument is performing within specifications. No further evaluation of the device is required. An MDR #1226181-2012-00024 will be filed versus the instrument.